Event description:
The customer's reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 195 mg/dl. The customer's mother stated that patient swam in salt water with device attached. The customer's mother stated that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 196 mg/dl. The customer stated that device worn during a swim in a salt water. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump received with a button error alarm and no button response due to due to moisture damage on the electronic assembly. Also, the pump had moisture damage on the motor, battery tube, keypad and vibrator assembly. The keypad was troubleshot and it was determined that it was not the cause of the no button response. The pump was unable to perform the displacement test due to the unresponsive button. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.